Event description:
Home patient (hp) reports patient line of homechoice sets were not priming completely. Hp was able to complete tx after he reset up with new supplies. Wife noted hp felt pain in back due to excessive air. Per rn, no pt injury or medical intervention resulted from incident.